Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had logged error code for backup alarm failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had logged error code for backup alarm failure. During troubleshooting, the customer reviewed the event log, and observed that error cod. The rse provided the customer with the following instructions, replace the motor control board (mc), central processing unit (cpu), or the power management (pm) board. The customer was provided with the part numbers for a replacement motor control board, and central processing unit (cpu). Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.